Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was also reprogrammed on 6-jan-2015. Event not resolved at study patient exit. The event was assessed as not serious, not related to procedure, and related to the stimulation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0208533515, implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received reported that the stimulator was not explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of incontinence on (B)(6) 2014. Reprogramming was performed on (B)(6) 2014 and (B)(6) 2014. The stimulator was turned on and off on (B)(6)2015 and the device was explanted on (B)(6) 2015. Patient status remained unknown. Medical history included idiopathic functional urinary incontinence since 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.